Event description:
It was reported that during three separate stereotactic breast biopsy procedures on different patients, a breast tissue marker was implanted. Images taken after marker placement on all three patients demonstrated migration of the markers. The breast was compressed prior to marker deployment on all three patients. No patient injury was reported.

Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. Themarker was not returned for evaluation; however, two cds of images were returned and reviewed. It is unknown whether the marker is placed at the intended site or if it had migrated, as no comparison images were provided. Based on the images provided, marker migration cannot be confirmed. Based on the availalbe information, the complaint investigation is inconclusive and the definitive root cause is unknown. It is unknown if patient and/or procedural issues contributed to the reported event. The current gel mark ultra marker instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. A-d: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.